Event description:
A tps bi-directional footswitch was sent for eval because it would not stop running. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.